Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc (B) (4).

Manufacturer narrative:
The ortho field service engineer (fse) evaluated the instrument. The fse was unable to duplicate the error. Fse inspected the plunger clamps and tip clamps and found them to be in good condition as well as all other accessories. Instrument is working as expected, no repairs were necessary.